Event description:
Caller reported aviva system blood glucose result of 30 mg/dl, "gave customer food", retest result was 236 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient presented with 18-23mm aortic neck over 15mm length with 60 degree angle proximally; implant of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension. During ballooning of the stent graft, the proximal extension was inadvertently displaced approximately 1.5cm into the angle of the neck. A 28-28-95rl suprarenal cuff was placed. There was a slight proximal type ia endoleak that was resolved with a second palmaz stent.